Manufacturer narrative:
Site legal name (FDA): site legal name is unknown, therefore, franklin lakes has been used in its place. D.4. Medical device catalog #: unknown. D.4. Medical device lot #: unknown. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.6. Investigation summary: material #: unknown. Lot/batch #: unknown. Bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. H3 other text : see h.10.

Event description:
It was reported that while using an unspecified bd vacutainer sst tube, there were erroneous results with an unspecified number of samples. No patient impact reported. The following information was provided by the initial reporter: "customer is reporting inconsistent results between different assays or instruments with samples. Customer states staff was letting samples sit for an undetermined about of time before processing, causing clot retraction and high k and low gluc results on assays. Sst tubes used, customer is unsure of product #."